Event description:
Or table was in the right tilt position for biopsy. At completion of the procedure, and when the left tilt button was used to bring that table back to a flat position, the table continued to tilt to the right, tilting to maximum range. The table would not respond to further commands. No patient injury.

Manufacturer narrative:
The 6500 table has been re-purchased by skytron and has been removed from service at this time. The subject device is currently located at skytron awaiting a thorough investigation in order to determine the cause for malfunction. Subsequent follow ups will follow once the table is examined.